Manufacturer narrative:
Event description: customer found a connector issue. Per investigation, possible causes for the gray connector being broken are the gray connector was chipped by an impact or the gray connector became loose and came apart. The cause of the gray connector becoming loose would be related to accumulated stress or the user hit the connector with something hard. We could not confirm any factor from the design nor structure of the device as factors that would be the cause of the event. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. The possible root cause of the event can be attributed to user handling. IFU(instructions for use) states: inspection before use, 3.3 inspecting the connectors. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
The customer¿s complaint of connector issue was confirmed. Based on the onsite evaluation, the field service engineer (fse) confirmed a physical problem with the gray connectors in the basin. No error code was reported. The fse replaced both gray connectors and performed a test cycle. Equipment repaired and verified according to OEM instructions. Software attributes have been verified and confirmed. The cause was traced to a component failure. No further information was reported.

Event description:
The customer reported to olympus that during maintenance, the connectors on the device appeared to be broken. There was no patient involvement.